Event description:
Per the clinic, the rechargeable battery was found to have allegedly leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.

Manufacturer narrative:
This report is submitted on january 12, 2024.